Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) that while they were recharging their skin became red and hot, and where the implantable neurostimulator (ins) was "burned." The patient was charging for three hours and the thermometer showed up on the recharging screen. The rep. Instructed the patient to charge more frequently for shorter intervals, and instructed her to remove the recharger prior to the temperature sensor shutting off the charging session if her skin felt as it was it was burning. The rep. Met with the patient on (B)(6). The pocket looked normal and the recharger evaluation showed the patient was only sitting for 1.8 hours at the longest. Impedances were within normal limits. The patient got a great connection the charger and was averaging eight coupling boxes. Education was done on the recharger and that it could take two to four hours on average to charge a battery. The patient was advised to charge every three days instead of obsessing on the battery level since the patient worried about the battery level. Adaptive-stim was activated that day and tested in the office, and the patient loved it! Sticky patches were ordered to ease charging. Relevant medical history includes spinal pain.